Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was broken. The customer rebooted the station and attempted storage recovery; however, the issue remained unresolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 4.1 and 4.2 were not detected on the bus. A field service engineer (fse) opened the rear panel and observed no indicator lights on the half height pyxis module controller (pmc) board, with visible damage consistent with the drawer being forcefully closed. Both retractor bands and drawer boards were identified as damaged. A spare drawer provided by the customer was installed and configured. Post-installation, the system was tested, and proper functionality was confirmed by the user. The system functioned as intended after the field service engineer repaired the device.